Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display, during dwell 4. The technical service representative (tsr) explained the alarm and assisted the home patient (hp) with cycling the power. The hp did disconnect prior to the alarm and then reconnect. The tsr advised the hp to continue with a manual bag. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was confirmed because the patient had disconnected prior to the alarm and reconnected, therefore, the root cause of the complaint was determined to be a use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.